Event description:
The facility reported a colleague infusion pump with a battery issue. According to the facility, it is unknown when or in which care area this event occurred. This event may cause an interruption of delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Additional information: upon review of the event history by baxter personnel, a battery depleted alarm was found to have interrupted delivery on (B)(6), 2011.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The batteries and harness were replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.